Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain upper ("stomach pain") and migraine ("I get migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal was resolving and the abdominal pain upper and migraine outcome was unknown. The reporter considered abdominal pain upper, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-I get migraines, stomach pain most recent follow-up information incorporated above includes: on 14-nov-2019: social media received- new events I get migraines, stomach pain were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), migraine ("I get migraines"), abdominal distension ("bloating"), arthralgia ("joint pain"), hypoaesthesia ("numbing in arms and leg"), feeling abnormal ("brain fog"), visual impairment ("vision problems"), dysmenorrhoea ("heavy cramping during periods"), genital haemorrhage ("bleeding excessively"), dyspareunia ("painful sex"), back pain ("backaches everyday"), speech disorder ("speech problems"), alopecia ("hair loss") and post procedural constipation ("I went within an hour") and was found to have weight increased ("weight just started packing on"). The patient was treated with magnesium hydroxide (milk of magnesia) and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving, the abdominal pain upper and abdominal distension outcome was unknown and the migraine, weight increased, arthralgia, hypoaesthesia, feeling abnormal, visual impairment, dysmenorrhoea, genital haemorrhage, dyspareunia, back pain, speech disorder and alopecia had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, hypoaesthesia, migraine, pelvic pain, post procedural constipation, speech disorder, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-I get migraines, stomach pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added. New events added: abdominal distention and weight increased. On 23-mar-2020: social media received : new reporter was added. The event medical device removal was updated to pelvic pain. Outcome of events migraine and weight increased was updated to recovered. New events added:arthralgia, hypoaesthesia, feeling abnormal, visual impairment, dysmenorrhoea, genital haemorrhage, dyspareunia, back pain, speech disorder and alopecia on 23-mar-2020: social media received : new reporter was added. New events added: post procedural constipation and its treatment. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal was resolving. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.